Manufacturer narrative:
Based on the claim against the product by the customer noting the jaws of a force bipolar instrument fell apart, an investigation is in progress. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the jaws of a force bipolar instrument fell apart; there was an issue with the hinge. A backup instrument was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws of the instrument became loose but did not separate within the patient; therefore, no fragments fell into the patient. Patient information was not available.